Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that after speaking with the site, that the site believed the radiologic technologist (rt) did not hold the door close button for an adequate amount of time allowing the door switches to register. Thus not allowing the tube and detector to rotate into a/p position, resulting in the reported issue occurring. The have been no reported occurrences of the issue. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system stated the door was open when the door was closed. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.